Event description:
Synthes (B)(6) service & repair coordinator reported that the small battery drive is noisy and has low power. No further information was provided. Update. Sales consultant later on confirmed that the reported event was noticed during trauma surgery, but small battery drive was still functional. There was 5 minutes delay to get the other small battery drive. There was no medical intervention required. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Date of event: (B)(6) 2013 and/or (B)(6) 2013. Original date of awareness was (B)(4) 2013 with complaint deemed not reportable. New information was received from facility 12/16/2013 making this complaint a reportable event. Lot number cannot be verified as a synthes lot number. Device is an instrument and is not implanted/explanted. Without a viable lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.